Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 1:00 pm the patient obtained the blood glucose reading of 420 mg/dl on the reported meter, which he claimed was inaccurately high compared to his expected values. Forty-five minutes afterwards, the patient experienced the symptom of shaking. The patient went to the emergency room, where at 3:00 pm his blood glucose level was tested to be 208 mg/dl. The patient received no treatment. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The meter reading correlated with the hcp result, and the patient received no treatment. However, as the meter reading did not correlate with the symptom, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.